Manufacturer narrative:
The insulin pump passed displacement test, sleep current measurement, active current measurement and self test. No change battery now alerts noted during testing. No pump error (power error detected) alarms noted in the pump history file or during testing. No unexpected low battery alerts were present in the pump history file. The power management graph indicated connector resistance issue (j6). Multiple replace battery alerts were present in the pump history file due to connector resistance issue (j6). Connector for j6 on pcba 1 was properly connected during visual inspection. The j6 connector was disconnected and reconnected then monitored for a day with the unit functioning properly during testing as shown in the power management graph. The insulin pump was received with scratched casing, minor scratches on lcd window, scratches on display window cover, pillowing keypad overlay, cracked select button on keypad overlay, peeled serial number label and peeling end cap address label. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump received power error detected alarm. The customer¿s blood glucose level was 6.8 mmol/l. The customer was advised that the device would be replaced and agreed to return the insulin pump for analysis.